Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed.the probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection.the reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Event description:
Product returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.

Manufacturer narrative:
B5: product returned for investigation. Exterior physical visual inspection: passed. Voltage measurement: failed. Share log review: pairing failure error was found due to signal loss. D9: device available from investigation. G6: follow up 001. H2: device evaluation. H3: yes. Device evaluation attached. H6 --10, testing of actual/suspected device.